Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to investigate the reported event. The fse was able to confirm the reported error message by activating the stc mixer in service mode; error message "[4133] stc lane mixer home overrun" was also generated. The fse found the problem to be due to open wiring in the mixer motor harness. The fse replaced the stc lane assembly to resolve the issue. The fse ran customer-prepared quality controls to validate the aia-2000 analyzer, which passed within published ranges per package insert. No further action was required. The aia-2000 analyzer was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 16-jun-2018 through aware date (B)(6)-2019. There were no other similar events reported during the search period. The aia-2000 operator's manual under a4. Appendix 4: error messages states the following: [3061] stc lane mixing failure cause: the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. [4133] stc lane mixer home overrun cause: the home sensor activated improperly after movement of the stc lane mixer. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event has not been determined; evaluation of the stc lane assembly is currently in-process.

Event description:
A customer reported getting error message "[3061] stc lane mixing failure" with the aia-2000 analyzer. No obstruction was seen by the customer. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a

Manufacturer narrative:
H.10. Additional manufacturer narrative: submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The stc lane assembly was returned to tosoh instrument service center for investigation. Physical testing of the wire resistance confirmed the red wire going from pm061 mixer motor to r9-1 connector was broken. The most probable cause of the reported event was due to broken red wire going to pm061 mixer motor. H.11: please refer to g1, 2 for corrected data